Manufacturer narrative:
(B)(4). This complaint is for a report of the patient not checking the patient line for adequate priming before connecting. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) to report shoulder pain on the homechoice (hc) device. The caller would contact the nurse (rn) as soon as possible. The caller did not check the patient line for prime. Follow up with the nurse revealed that there may have been air in the patient line. The son stated that they never checked the patient line. The supplies were discarded and the lot number was unknown. The nurse stated that the patient was doing fine and no longer had the symptoms of feeling bloated or shoulder pain. No patient injury or medical intervention was associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will not be performed, because the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.